Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received, a supplemental form will be completed.

Event description:
It was reported that the customer accidentally closed his car door on the pump when getting out of the car. The touchscreen is now shattered. There was no reported impact to customer's blood glucose level.